Event description:
Autoimmune, pituitary tumor, breaking bones, (femur) (toes) (foot); device was implanted and within a few weeks my body began re-acting. Bruising, swelling, back pain. This was the start of my toxic journey. High blood pressure, weight gain, autoimmune, hour loss, teeth sensitivity, memory fog, bruising, bone loss, pituitary tumor, fatigue, back pain, degenerative disc. I was represented by a lawyer and unaware that my case was not filed if I would have known I would have done this much sooner. This device was a "forma" birth control. Recommended by my dr as safe product. Once placed in my body within days, weeks, month and years my body began deteriorating. After years of the unknown drs finally came to the conclusion this was a cause of some if not all of my symptoms. My body became weak, bones became brittle, I was losing hair, began water retention, lots of weight gain. Memory fog became severe. Joint aching, barely able to walk. My back was so sore constant. My body was giving out.